Event description:
On (B)(6) 2011, pt reported her blood glucose was 204 mg/dl at 8:17 a.m. She bolused 24 units of insulin, and blood glucose elevated to 257 mg/dl around 1:00 p.m. Since pt lost weight, her normal blood glucose is 76-130 mg/dl. Infusion set is changed every 4 days, the cartridge every 2-3 days, and the adapter is brand new. Correct type of battery is used in the infusion device. Pt examined her infusion site during the call and noticed the adhesive was wet with insulin. She was unable to determine if the infusion site or the product caused insulin leakage. Time, date, and basal rates are programmed correctly on the infusion device, and the infusion device was not dropped or exposed to moisture or humidity. There were no lifestyle changes aside from weight loss. Pt was advised to change the infusion set. Follow-up was completed with pt on (B)(6) 2011. She reported her blood glucose returned to normal and everything was "fine." She treated hyperglycemia by bolusing through the infusion device. Infusion set was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.